Manufacturer narrative:
The device evaluation was completed on (B)(6) 2020. It was reported that a patient went under an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation issue occurred. The hemostatic valve broke on the carto vizigo¿ 8.5f bi-directional guiding sheath - medium. It was back bleeding when the wire and dilator were removed. The carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was replaced with a new vizigo sheath and the issue resolved. The sheath was inspected and visual analysis revealed that the hemostatic valve appeared dislodged inside of the hub. The brim cap and friction ring remained intact. It was determined that the issue observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath. - always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. - do not insert a dilator at an angle, as damage to the sheath valve may occur. A device history record (DHR) was performed, and no internal action related to the complaint was found during the review. The customer complaint was confirmed. The root cause of the damage on the hemostatic valve inside the hub could be related with the excessive force and handling of the sheath during the procedure; however, this cannot be conclusively determined. The odp (optimal device performance guide) provides additional instructions on how to insert the dilator into the sheath. In addition, there is evidence that the sheath was manufactured in accordance with documented specification and procedures. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient went under an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation issue occurred. The hemostatic valve broke on the carto vizigo¿ 8.5f bi-directional guiding sheath - medium. It was back bleeding when the wire and dilator were removed. The carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was replaced with a new vizigo sheath and the issue resolved. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. Since there¿s no indication that the bleeding was excessive nor that the patient¿s hemodynamics was compromised or that additional intervention was required to stop the bleeding, this event was assessed not as a patient event but as an MDR reportable hemostatic valve separation product malfunction.